Event description:
During a liver resection, the ptfe pad of the subject device was separated from the top of jaw. The physician replaced the subject device with another one. The procedure was completed. There was no pt harm reported.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus med systems corp (omsc) for evaluation. This will be supplemented if device evaluation becomes available.